Event description:
The coaxial achieve biopsy needle was fired twice correctly. Then it would not fire again. Another achieve biopsy needle was given to the physician who was then able to continue collecting the biopsy tissue samples. The procedure was finished successfully.